Event description:
Echo performed on pt, upon transmittal to echo pac workstation, pt's echo was lost. Echo not found on local or remote hard drive. Manufacturer notified and software reloaded in order to repair network connection. Manufacturer evaluating, unable to determine if equipment malfunction or user error at this time.